Event description:
Foley catheter had been placed in the operating room. No packaging available. In ICU, nurse removed normal saline from foley catheter balloon. As she retracted the catheter, she met resistance and tried again to remove saline from catheter. Nurse notified attending physician who removed the catheter with balloon slightly inflated. Pt did experience pain.